Manufacturer narrative:
(B)(4). Batch # r58d81. Investigation summary: the ec60a device was received for analysis with no apparent damaged and with an ecr60b cartridge reload loaded on the device. The cartridge reload was received partially fired 1/3. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The partially fired is consistent with an incomplete or interrupted cycle. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the echelon stapler was jammed during firing the third reload by the prof. The jaws of the stapler were unable to be opened even the reverse button was pressed. After careful investigation, the firing trigger was pulled back again. The stroke count indicator returned to zero position and the stapler was finally opened.the defected stapler was removed from the patient and no longer used. It was observed that there was malformation of few staples on the tissue without cutting. The surgery was continued and completed by opening a new pack of stapler.